Manufacturer narrative:
B4: corrected to (B)(6) 2020. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter stated that they want removal of icl from the eye. Additional information has been requested but none forthcoming. If additional information is received a supplemental medwatch will be submitted.